Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back and said the stimulation in their body is still turning off, even if the implant is at 80 percent. Patient says they are not doing strenuous activities, and its still happening. Patient says they told their dr last friday about the issue and to reach out to a rep. Emailed reps asking them to call the patient back. Patient says their controller screen still goes blank even after getting new recharger from the original call. A request was sent to repair dept to replace the controller.

Event description:
It was reported that probably a month ago they've been having issues again with the external devices. Patient (pt) mentioned sometimes when they're charging the implant and they're seated completely still, the controller screen would go white; pt would reset. Pt also mentioned, other times they go to charge their implant the screen will tell no charge on the battery, they will tap continue but the screen will go back to the home screen. Pt added, the implant battery showed 50% but their stimulation will turn off. Agent had patient reset the controller and checked for physical damage. Patient confirmed no damage on the battery compartment, and battery pack. Pt mentioned that the cord from the plug of the recharging paddle they noticed a small bump. Pt commented they've had the battery since day 1 and also confirmed that the recharger was replaced back in 2022 and the controller was replaced (B)(6) 2025; pt confirmed as well that the battery can take a charge though the issues will happen with or without the recharger paddle connected. Agent had pt attempt to charge their implant and pt mentioned right after connected the plug they had replace the controller batteries soon on screen but they had full battery on the controller, pt reconnected the recharging paddle and they had implant recharging but when they "move the box or the cable it will turn off". Pt mentioned that the white screen will happen more frequent. Steps taken during the call did not resolve the issue. Agent sent request to repair to replace the recharger.

Manufacturer narrative:
Continuation of d10: product ID 97755-s, serial# (B)(6) implanted: (B)(6). Product type: recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5 : updated with additional information medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back stating they received replacement controller and met with manufacturing representative a little over a month ago, but the issues had not been resolved. Patient stated they are still getting a message that the controller battery needs to be recharged, even though it is charged, and noted plugging the controller into the ac power supply will temporarily clear the message. Patient mentioned getting a white screen and also noted the stimulation is still turning off on its' own. Patient stated they will be sleeping or just sitting still and both the implant and controller will be charged, but they will feel their pain come back and when they look at the controller it shows the stimulation is off. Patient reported they will then use the stim on/off button to manually turn the stimulation back on. Patient stated the rep thought it maybe was the recharger causing the issues. Agent sent request to repair for replacement battery pack and advised patient to monitor if stimulation continues to turn off and document those occurrences. Agent redirected to manufacturing representative (rep) and healthcare provider (hcp) if issue persists.